Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was not providing oxygen to the patient. The patient did not have a working backup device. As a result, the patient called paramedics and was hospitalized for 4 days. Patient has since been released from the hospital and has received their replacement device.